Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, the patient had high blood glucose levels which she tried to treat with a bolus through pump, changed cartridge and infusion set. Reportedly, she did boluses multiple times but had not received any occlusion alarm and the blood glucose level did not come down. Subsequently, she went to the emergency room with a blood glucose level of 560 mg/dl (from approximately 200 mg/dl) and had ketones. The patient stayed there for 18 hours and was put in intravenous medication (drug name unknown). Further, she left the emergency room at a blood glucose level of 307 mg/dl and reported of being nauseous, dizzy, lightheaded, fatigued, with dry mouth and had body ache. Consequently, she was admitted to hospital on the same day with a blood glucose level of 307 mg/dl which was due to a bent cannula. The infusion set had been used for two days. During hospitalization, she received lantis every 24 hours, novolog for food and correction boluses as corrective treatment which resolved the issue. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.